Event description:
It was reported that this left ventricular (lv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc). Technical services (ts) recommended lead assessment with a programmer. No adverse patient effects were reported. This device system remains in service.